Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as ¿black fm was on the catheter."there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received one unused iag/bc 22ga unit in from the lot number 6112795. The unit consisted of the catheter/adapter assembly, needle/safety barrel assembly and the needle cover. Visual/microscopic examination: observed black fm on the catheter tubing near the tip. The fm measured approximately .20 square millimeters. Investigation conclusion: relationship of device to the reported incident: manufacturing comment: 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. Potential sources of fm include any violations of the gmps including qs3-0035, which defines the bd gowning policy.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as ¿black fm was on the catheter."there was no report of exposure, injury or medical intervention needed.